Manufacturer narrative:
The patients referenced in this event file are enrolled in the collaborative long-term evar assessment and follow-up (leaf) post-market surveillance project through the society for vascular surgery vascular quality initiative (svs vqi). The vqi is a collaborative of regional quality groups collecting and analyzing data in an effort to improve patient care. The vqi collects perioperative and follow-up data. The vqi is governed by the svs patient safety organization (svs pso), which provides oversight of data sharing arrangements, key outcome and quality measure analyses, and dissemination of information to participating providers. All information contained in this event file was received from the vqi data base. Vqi is not managed, maintained or supervised by gore or any representative of gore. The initial information obtained from vqi is the only information being provided. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided. The complaint file will reflect leaf as the study name. It is likely these individual events have been previously captured and reported by gore, but due to the nature of this study and anonymity of the patient and device data, gore is unable to confirm this. For this reason, gore will submit one report for multiple reportable events where the individually identifiable information of the device is not available and no additional information will be provided because we cannot obtain enough information about each identified patient and/or device mentioned in order to provide a complete report for each reportable event. The vast majority of the events in this report were captured in the report sent last year regarding leaf, which covered devices implanted between (B)(6), 2014 and(B)(6), 2022. However, the previous report did not differentiate between the gore® excluder® aaa endoprosthesis and the gore® excluder® conformable aaa endoprosthesis. Therefore, we are unable to determine which events were newly added to the report from the additional year under study. A.2. Age at the time of event: the mean age for the subjects in this dataset is 75.6 years. Therefore, 76 years has been used as the estimated patient age. A.3. Gender: the majority of subjects in this dataset are male. Therefore, male has been used as the estimated patient gender. A.4. Patient weight: the average weight of the patients was not given in the reports. A.5. / a.6. Patient ethnicity / race: the majority of subjects in this dataset have an ethnicity listed as "not hispanic or latino" and an identified race of "white". Therefore, these have been used as the estimated patient ethnicity and race. B.3. Date of event: as the index procedure date(s) and date of event(s) remain unavailable, the date of event has been estimated as the date listed on the initial data export: 31-jan-2026. D.4. Device information: the device lot/serial number(s) remains unavailable. Therefore, device information remains unknown. D.10. Concomitant medical products and therapy dates: this information remains unavailable to gore. G.3./g.4. Date manufacturer received: is given as the date that gore received the complete data. H.4. Device manufacture date: as the device lot/serial numbers are unavailable, the device manufacture dates remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The long-term evar assessment and follow-up (leaf) retrospective study provided an initial update regarding the procedural outcomes of currently enrolled participants following implant of gore® excluder® aaa endoprosthesis. This event covers the data reported from the vascular quality initiative (vqi) sites and linked to medicare fee-for-service claims data. The first follow-up report covered 19,970 patients who were enrolled in the registry with an implanted gore® excluder® aaa endoprosthesis between (B)(6), 2023. 81 patients had unplanned additional iliac devices implanted for stenosis/kink in placed device. 111 patients had unintended coverage of one or more renal arteries. 69 patients had iliac artery injury that required intraprocedure open repair. 34 patients had intraprocedure conversion from endovascular repair to open repair. 47 patients had graft-related re-operation during the post-operative hospital stay. 74 patients had re-treatment during hospitalization, included 30 due to endoleak, 2 due to device migration, 10 due to occlusion, 5 due to stenosis, and 9 due to rupture, 1 due to aneurysm enlargement. The following complications were noted at one year follow-up: 695 patients had abdominal aortic aneurysm expansion of at least 5mm. 92 patients had graft limb occlusions, 87 unilateral and 5 bilateral. 512 patients had reinterventions at the 1-year follow-up, including 348 for endoleak, 119 for aneurysm enlargement, 7 for migration, 35 for occlusion, 29 for stenosis, 8 for rupture, and 29 for graft infection. The re-interventions included 108 with a new endovascular graft, 19 ballooning, 273 embolization, 17 with anchors, 29 bypasses, and 17 open conversions after initial discharge. Through the 6 year follow-up period, 1,035 patients had reinterventions, 153 patients had aneurysm ruptures, and 106 patients had conversion to open repair.